Event description:
Healthcare professional later reported "rupture" and "implant folding". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a3, b.5., d6b., h.6.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ crease/folding of implant: observed creases on the device. ¿ rupture: observed opening on posterior side assessed as fold flaw opening. ¿ capsular contracture: unable to observe as it is not related to the device. Additional observations: ¿ observed wear abrasion on the device. ¿ observed stress marks on the device. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported right side "folding" and capsular contracture baker grade iii. Healthcare professional later reported "rupture". Device has been explanted.

Manufacturer narrative:
Continued e1 additional email: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side "folding" and capsular contracture baker grade iii. Device remains implanted.